Manufacturer narrative:
D10. G4: follow up #1 date received by mfg: 12/7/2020. H2: follow up #1 type: device evaluation. H3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 mg/dl.